Manufacturer narrative:
The correction of d4 version of model #, d4 catalog # deems required. This is based on the internal evaluation. Previous d4 version of model # and d4 catalog # ard568370931/ard568811910 corrected d4 version of model # and d4 catalog # ard568370931/ard568330931. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the corrosion occurred and the paint was chipping on the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification due to rust occurrence and paint peeling. Such a scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicates that upon the event occurrence, the device was not being used for patient treatment. According to the information gathered, the issue was discovered during daily check. When reviewing similar reportable events registered for the issue of paint peeling and rust occurrence on powerled and hled surgical lights it was confirmed that in the last 5 years there is one event which led to the serious injury. Comparing the number of claimed devices to the number of devices sold worldwide, we can assume that the failure ratio of paint peeling is high and of rust occurrence is moderate. As stated by the subject matter expert at the manufacturer¿s site , the photographic evidence shows rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by : - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75% (nu powerled 01581 en 09, page 17). To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages (nu powerled 01581 en 09, page 20). The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning (nu powerled 01581 en 09, page 35-37). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled. It was stated the corrosion occurred and the paint was chipping on the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter is the sw sav technician getinge and the biomedical service of the hia laveran. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.